Event description:
It was reported that the user experienced hypoglycemia after accidentally announcing two meals about ten minutes apart while using the ilet, which the user described as overcorrection. Symptoms included hypoglycemia accompanied by shakiness. Outcomes included a lowest blood glucose of approximately 45 mg/dl, self-treatment with oral carbohydrates, no need for outside assistance, and no medical intervention. Investigation included review of user-reported history and device use related to meal announcements with user education on correct meal announcement workflow. Investigation of this case revealed user error in accidental duplicative meal entry leading to excess insulin delivery and resultant low glucose; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to accidental duplicate meal announcement.